Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged and was floating in the atrium. The lv lead had no capture in any configuration. The lv lead was going to be repositioned but it was not possible to advance a sheath over the wire and a venogram was performed which showed two stenotic areas in the subclavian vein. It was decided to explant and not replace the lv lead, and place a pin plug in the lv port of the device instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead, (B)(6) 2011. A 6947 implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.